Manufacturer narrative:
The field service engineer (fse) evaluated the instrument on (B)(6) 2016. The fse found that the tubing between the blood sampling valve (bsv) and the peltier module was torn. The fse replaced the tubing, which repaired the leak and the incomplete results. The repairs were verified by the fse. (B)(4).

Event description:
The customer reported a leak from the lyse pumps of the coulter lh 500 hematology analyzer. The instrument was also generating incomplete differential results when the leak was noticed. The volume of the leak was about 20 ml and was not contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat and gloves at the time of the event. There was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.